Event description:
On (B)(6) 2022, the following information was reported by the kci representative: a foreign material alleged to be "a piece of vac foam was left in the wound of a young patient. It was a wound with multiple pieces and wasn't counted correctly. The patient's wound had to be reopened and the foam removed." On (B)(6) 2022, the following information was reported by the kci representative: "the patient formed an abscess around the black foam that was left in a tunnel of the wound and was readmitted to the hospital to have it surgically removed. The patient healed fine once removed. The surgeon applied the dressing in the or and did not use white foam per notes (deep enough that base could not be seen). Then a brand-new wound care nurse on the floor was sent out to do [patient's] first dressing change." The nurse thought they removed it all, then re-applied dressing per surgeon's directions. When the patient went home on an activ.a.c.¿ therapy unit, a dressing change was done by a home health nurse. "They also were not aware that there was black foam in the tunnel or, maybe by then, it had already grown around the foam." The wound was red, hot and painful and the patient came back in and was taken to the or. No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
Date of event: the date of the alleged event is unknown; therefore, the date the of the initial report, (B)(6) 2022, was utilized. The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed. Based on information provided, it cannot be determined if the alleged abscess formation secondary to the retained foreign material is related to the v.a.c.® granufoam¿ dressing. It cannot be determined when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.